Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called technical services as she was having abdominal pain and milky looking fluid in her drain line that she could not tell if it was fibrin. Follow-up with the patient's nurse who reported the patient had peritonitis. The patient was treated with ancef 1200mg intra-peritoneal (ip), daily and fortaz 1200mg ip, daily for two weeks. Her antibiotic treatment was working.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.